Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet and a steel contact detach infusion set was requested, with the event temporally associated with an infusion set issue and subsequent transition to backup therapy with exogenous insulin. Symptoms included markedly elevated blood glucose with ketone presence. Outcomes included two hospital admissions and treatment with an intravenous insulin drip, followed by medication adjustments and discontinuation of ilet use during recovery. Investigation included review of user-reported blood glucose history, ketone status, medical interventions, and therapy changes. Investigation of this case revealed that the cause of hyperglycemia was unclear and the event resolved after cessation of ilet use and use of alternative insulin therapy. It was concluded that a causal relationship to the device could not be determined and that the user later reported recovery. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.